Event description:
Paramedics were using the device to administer pacing therapy to a patient, condition not reported. It was alleged that some time into use, the device displayed the pt ECG as dashed lines. No additonal event information was reported. The pt was not resuscitated, but the reporter indicated the pt, who had been under treatment for cancer, was not a viable candidate for resuscitation.